Manufacturer narrative:
(B)(4). Date sent: 7/3/2024. D4: batch #455c87. Investigation summary : the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the cdh31p device arrived with no apparent damage along with two staples retainer inside a plastic bag ang only one had an ancillary trocar. The ancillary trocar was noted bent of the tip and also slight scratches were noted. No battery was received. The washer was present and uncut and there were staples present. When the test battery was installed the green checkmark did not illuminate , indicating that the device was not fired. The device was tested for functionality with the returned washer and a test battery and it fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. The event reported was confirmed and it is related to improper use of the device. If ancillary trocar is not properly seated in the anvil, the ancillary trocar could detach from the anvil during manipulation. Attaching the ancillary trocar to the anvil: the ancillary trocar is shipped in the staple retaining cap of the echelon circular powered stapler. To remove the ancillary trocar from the staple retaining cap, grasp the finger notches and pull straight out, parallel to the retainer body. Place the blunt end of the ancillary trocar into the anvil shaft. Rotate the ancillary trocar with respect to the anvil shaft approximately 45 degrees to ensure secure attachment. Detaching the ancillary trocar from the anvil: using the finger notches, rotate the ancillary trocar approximately 45 degrees in the anvil shaft and pull the ancillary trocar out of the anvil shaft. Discard the ancillary trocar in a sharps disposal. A manufacturing record evaluation was performed for the finished device batch number 455c87, and no non-conformances were identified.

Event description:
It was reported to dl by the account contact that the green spike was broken. There were no adverse consequences reported. One product returning.

Manufacturer narrative:
(B)(4). Date sent: 7/12/2024. Corrected data: d4: UDI #.